Event description:
Customer reported that the sensor reading was 100 mg/dl when the blood glucose reading was 300 mg/dl. Customer declined troubleshooting for high blood glucose. Customer also reported calibration error alerts. He stated that there was no delayed or incorrect entry of a blood glucose reading. Customer had also received a sensor error alert. Nothing further was reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed for low readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.